Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the subject device was not returned, therefore, no evaluation can be performed. The device history record (DHR) review is still in progress. Additional information was requested regarding the event(including operative report and discharge summary). A supplemental report will be submitted once any new information is received related to the device or event. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: based on the follow-up with the health-care provider, it was learned that the explant at implant was due to "the suture broke while tying valve in, valve was distorted when removed and new valve was placed". The patient was not taken off cardiopulmonary bypass prior to device removal. Additionally, the health-care provider mentioned that the explant was not related to any device malfunction or quality deficiency. No other details provided. There have not been any allegations of a product malfunction or quality deficiency. This is not a reportable event. No further actions are possible with the available information.